Event description:
It was reported that the patient was not using the spinal cord stimulator (scs) as it was causing pain. Patient underwent an explant procedure and is doing well post operatively. The explanted devices were disposed by the facility.

Manufacturer narrative:
Sc-1200 sn: (B)(6). Sc-8216-50 sn: (B)(6). Investigation results: the ipg and lead were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was not using the spinal cord stimulator (scs) as it was causing pain. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).